Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device generated tf 5510 and tf 5511 on the day of the event. It is important to emphasize that no harm to the patient was reported. Please see below extract from the logfiles: (B)(6) 2025, 02:19:54 low tidal volume alarms 4005; (B)(6) 2025, 02:19:43 low tidal volume alarms 4005; (B)(6) 2025, 02:19:36 p-trigger 2.0 -cmh2o setting 303; (B)(6) 2025, 02:19:36 tf: 5511 tech fault 5511; (B)(6) 2025, 02:19:36 tf: 5510 tech fault 5510; (B)(6) 2025, 02:19:36 calibration autozero failed calibration 614; (B)(6) 2025, 02:19:34 calibration autozero failed calibration 614; (B)(6) 2025, 02:19:34 flow sensor calibration needed alarms 3005; (B)(6) 2025, 02:19:24 low tidal volume alarms 4005; (B)(6) 2025, 02:19:07 low tidal volume alarms 4005; (B)(6) 2025, 02:18:49 low tidal volume alarms 4005. The root cause was identified as a defective sensor board, which was subsequently replaced. Following the replacement, the device functioned as intended. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device generated tf5510 and tf5511 the patient had to be taken off the ventilator and ventilated with ambu. No harm to the patient was reported.